Event description:
It was reported that the patient came into the hospital on (B)(6) 2022 with continuous low flow alarms. The alarms did not resolve with a fluid bolus, and the patient became increasingly short of breath with mean arterial pressures (maps) in the 70s, lower than their normal maps in the 80s. The patient was put on milrinone on (B)(6) 2022 and lasix; and a heparin drip were started. The patient was being diuresed as needed. The pump speed was increased from 6000 revolutions per minute (rpm) to 6600 rpm. A computed tomography angiography showed partial thrombus of the outflow tract at the proximal and distal ends that resulted in luminal narrowing up to 60%. A ramp echocardiogram was done on (B)(6) 2022. The left ventricle remained stably dilated and the aortic valve opened with each beat. On (B)(6) 2022, the patient underwent stenting of the distal end of the outflow graft at the aortic anastomosis using a 16mm stent. The pressure gradient was 50mmhg pre-stent and normalized to 0 gradient after the stent placement. The flows returned to 3.8-4.0 lpm with speeds of 5600 revolutions per minute (rpms). The suspected outflow graft twist remained, but was not impacting forward flow.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected outflow graft twist could not be conclusively determined through the provided images from the patient¿s computed tomography angiography scan. Although the suspected outflow graft twist could not be conclusively determined, there appeared to be areas of darkening on the scan underneath the outflow graft bend relief which could be indicative of an outflow graft deformation. The controller event log file contained data on (B)(6) 2022 spanning from 04:25:12 to 08:26:33, per the timestamp. Throughout the log file, the estimated pump flow hovered around the low flow threshold of 2.5 liters per minute. Numerous low flow events were captured throughout the log file, and a total of (B)(4) events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured, and the pump appeared to have been operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The outflow graft clip addendum to the heartmate 3 lvas IFU lists the outflow graft clip as a required component for implant. The document further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.